Event description:
A customer reported an error with their continuous glucose monitor, specifically citing cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for a complete pump reset, and the customer planned to reset the pump and follow up if the issue continued.